Event description:
This is report 4 of 5 of the same event. It was reported that during a veterinary tibial plateau leveling osteotomy surgery, it was observed that two battery devices, two battery casing devices and small battery drive device had a loose connection. According to the report, the battery devices did not fit properly into the small battery drive device. The reporter stated that all the devices were in use together at the time of the event. There was approximately a thirty minute delay to the surgical procedure. Identical spare devices were not available for use. The reporter stated that the surgeon managed to make the devices work for the rest of the procedure. The surgery was successful. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.